Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had had a failed storage space. The field service engineer applied grade to cleaned terminals, tightened connections.to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed storage space. The customer stated that the ab. Osur1 multiple repeat failures of storage spaces. Ab. Osur1_twr drawer 6 ab. Osur1_aux drawer 2.1-pkt b1 ab. Osur1_aux drawer 6.1-pkt b3 had the most failures over the last two weeks. There were no adverse events or injuries reported based on this event.